Manufacturer narrative:
This device is not available for testing and evaluation.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During percutaneous transluminal angioplasty (pta) a saber pta balloon catheter used to inflate a lesion in the right popliteal artery ruptured approximately at 6 atmospheres (atm). Therefore, it was replaced with a new balloon catheter (4x40 nse, goodman). The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis.  The target lesion was the right popliteal artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.  An ipsilateral approach was made. A guide wire (chevalier floppy, fmd) crossed the lesion and a saber pta was delivered to the lesion to inflate when it ruptured.  Additional information was received that there was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally.  The product was removed intact (in one piece) from the patient.  Additional procedural details were requested but are unknown.

Manufacturer narrative:
During percutaneous transluminal angioplasty (pta) a saber pta balloon catheter used to inflate a lesion in the right popliteal artery ruptured approximately at six atmospheres (6 atm). Therefore it was replaced with a new balloon catheter (4x40 nse, goodman). The procedure finished successfully. There was no reported patient injury. The target lesion was the right popliteal artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. An ipsilateral approach was made. A non-cordis guide wire crossed the lesion and a saber pta was delivered to the lesion to inflate when it ruptured. Additional information was received that there was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17500948 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.